Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The e1 "telephone number," g2 and h6 "medical device problem code" fields were corrected based on information available at the time of the initial submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The error message was displayed momentarily once. Further attempts could not reproduce the error. Based on the results of the investigation, the error 234 occurs due to a communication error between the spark monitor on the generator board and the microcontroller on the control board. However, a definitive root cause for the error could not be determined as the issue could not be replicated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that when the physician turned on the power of the esg-100 during preparations before the procedure, an error 234 occurred and the power could not be turned on. Even if the power is turned on again, error 234 occurs and the power turns on for a moment but does not start. It was a procedure that did not require the use of esg-100, so it was completed without any problems, and no health damage occurred. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.